Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an advantage fit system device was used during a sling procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the left side of the bladder was perforated on the first pass. A re-pass was made and the procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.